Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. It was believed that the needles deflected away from the cuffs due to the presence of calcification at the puncture site. A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A f/u report will be submitted with any additional relevant info. Device code 1670: (pt selection) the proglide instructions for use (IFU) state: (special pt populations) "the safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."